Manufacturer narrative:
The promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were stretched distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier drug-eluting stent was selected for treatment. However, it was noticed that the stent struts were deformed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: this device was not returned to the complaint investigation site (cis) for analysis. Two photos of the device was however received attached to the complaint record. The photos shows damage to the distal stent strut row with struts lifted from their crimped positions.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier drug-eluting stent was selected for treatment. However, it was noticed that the stent struts were deformed. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier drug-eluting stent was selected for treatment. However, it was noticed that the stent struts were deforrmed. No patient complications were reported.